Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing. All channels were sampled and one (1) colony forming unit (cfu) of staphylococcus coagulase was identified. The obtained results are in conformance with the requirements. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the suction channel on the evis iii colonovideoscope tested positive for over 115 colony forming units (cfus) of stenotrophomonas maltophilia. This was observed during reprocessing. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the customer provided cleaning disinfection and sanitization (cds) practices, the device evaluation, and the legal manufacturer's final investigation. The user provided their cds practices of the subject device where the detergent used for pre-cleaning is aniosyme dd1. The device is manually processed with an bw 412t cleaning brush. The device is processed in a soluscope 4 automated endoscope reprocessor (aer) with soluscope cln detergent and soluscope paa disinfectant. The device is stored horizontally. Olympus is the maintenance provider of the subject device. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where the bending section rubber glue was lifted and there was insufficient angulation. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.